Event description:
Dr did angioplasty and stent the left renal artery. On his way out, he did try to stitch the artery as normal with perclose and apparently the instrument stuck and would not remove, the physician tried to surgically remove it and could not. The pt was taken to the or, and the physician therefore had to explore the left groin, and did angioplasty to the common and proximal superficial femoral arteries, and then eventually did an endartectomy of the profunda femoral artery and a bovine patch was placed. The pt required 3 units of blood. Pt was extubated post op but became hypoxic and was reintubated for one more day.